Event description:
During prep, it was noted by the physician that the catheter's needle would not fully retract back into the catheter. Nothing appeared to be wrong with the packaging or the prep of the device. Only thing noted was prior to insertion into patient, physician noted the needle was not 100 percent retracted into the device. A second device was opened and used successfully.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.